Event description:
Dpc technical services received a complaint from the customer indicating that a luminometer chain error had been reported by the immulite. The system continued in operation and results were reported. Subsequent investigation showed that during the automatic self correction following the jam, the luminometer chain did not advance properly, but this was not detected by the system. As a consequence, all tests in the luminometer at the time were not properly matched to patient ID information. Twenty three incorrect results were initially reported. All twenty three samples were retested and the clinical interpretation changed on two samples. All physicians were notified. There was no harm to the two patients with altered interpretation. When a luminometer chain jam occurs the immulite initiates a self correction routine that backs the chain up and attempts to move forward again. If the move forward is unsuccessful, the system halts operation. In this case the luminometer chain attempted to advance, but was unsuccessful. However it moved enough for the system to register movement. This allowed the chain to be out of position when operation continued. Field service was on-site in 2002 and found a very stiff luminometer chain and a shuttle cakes with substrate. The system was cleaned and the chain replaced. System performed with accepted limits following service. Current immulite operator's manual states that if a luminometer chain jam error occurs, all tests in progress should be repeated. However, to improve operator awareness of this error, dpc is enhancing the display of the error on this instrument screen and including instructions to repeat testing in the on screen message.